Manufacturer narrative:
Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Stenosis of an implanted valve may also be a manifestation of structural valve deterioration. Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. Pvl can occur as a result of many factors including anatomical factors or technique related factors and is not a result of a device malfunction. In this case, the explanted device was not returned to edwards for analysis. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 29mm bioprosthetic aortic heart valve (implanted into the pulmonary position) was explanted after twelve (12) years, one (1) month due to pulmonary regurgitation, perivalvular leak, and stenosis. A 29mm bioprosthetic valve was used in replacement and the patient was transferred to the pediatric surgical heart unit in satisfactory condition after having tolerated the procedure well; he was later discharged.